Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was 405 mg/dl when the customer checked with a glucose meter, and the blood glucose reading upon admission was 277 mg/dl. The customer complained of blurry eye sight and fatigue. She reported that the insulin pump had alarmed an error the night prior and that insulin was "squirting" out during the manual prime process. She had experienced high blood glucose levels since the night before the hospitalization and was advised by her doctor to go to the emergency room for treatment. She was not treated since her blood glucose reading was manageable at 277 mg/dl. She was not wearing the insulin pump at the time of the emergency room visit. Advised replacement of the insulin pump, since during seating, the force sensor did not detect the reservoir. She declined to return the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support disk. The insulin pump was unable to perform occlusion and excessive no delivery alarms due to prime alarms. The insulin pump passed displacement and rewind test. The insulin pump had cracked reservoir tube lip, cracked reservoir tube, cracked reservoir window, minor scratches on display window and cracked case near display window corners noted during visual inspection.